Manufacturer narrative:
The device was not retuned to manufacturer for investigation. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. Based on the obtained information, it is inferred that the tip was trapped in the cto lesion. Rotational and/or pull back manipulation with force was made to the guidewire, which resulted the breakage of core wire due to the force exceeding the product design limit, and coil stretch. During the attempt of the removal of the guidewire using some additional devices, force was accumulated on the coil wire and the coil broke apart when the force exceeded the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, in the procedure to treat a heavily calcified cto lesion at lcx #13, after failure with other several guidewires to cross the lesion, subject guidewire was advanced to the lesion with support by a microcatheter. During the manipulation, irregular response was felt with the guidewire and coil stretch was observed. The micro catheter was removed, and a small size guide catheter was advanced over the guidewire, a balloon catheter was advanced in the same guide catheter in a parallel manner to the small guide catheter, entrapment of the distal end of the guidewire within the guide catheter by the balloon catheter was attempted. During the attempt, however the guidewire distal end was found separated and remained in the vessel. Removal by snare was attempted in vain, the fragment was fixed against vessel by a stent.

Manufacturer narrative:
(B)(4)